Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was suspected that during defibrillation threshold testing for lead fracture a lower than programmed amount of energy was delivered to the patient. The right ventricular (rv) lead was reported to have high/undefined impedances on both the high voltage portion as well as the pace/sense portion. Fluoroscopy noted no evidence of fracture on the rv lead, but the lead was noted to have insulation damage during laser extraction. The right atrial (ra) lead was also reported to have high thresholds and high/undefined pacing impedances. The rv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.